Manufacturer narrative:
UDI: (B)(4). Reported event was unable to be confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. Reported event was unable to be confirmed due to limited information received from the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
(B)(4). Pt age: birth year (B)(6). Concomitant medical product: femur cemented posterior stabilized (ps) standard left size 9, cat#: 42500606601, lot#: 63291901b16. Psn asf ps 10mm ply l 6-9gh, cat#: 42-5114-009-10 lot#: 62857244j14. Report source: (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the patient was revised to address tibial loosening. No additional patient consequences were reported.